Event description:
It was reported to globus that a patient had undergone a revision surgery for the removal of a transition implant. Revision surgery took place (B)(6) 2013.

Manufacturer narrative:
Globus is currently in the process of obtaining additional information surrounding this incident. We will submit a supplemental report when that information and our investigation is complete.